Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation (exact date unknown) and the patient was discharged home. "The patient reported back 48 hours later and tested positive for bacteria and was septic." The patient was admitted into the hospital and was released (admission and discharged dates are unknown). The type of intervention is unknown. The patient is reportedly doing well. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).